Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. (B)(4).

Event description:
The protege gps stent was partially deployed in the patient. During deployment severe resistance was noted. On 1-2mm was deployed in the patient which could not be removed. An everflex was deployed and covered the segment from the protege gps. The protege gps was being deployed through a previously placed balloon expandable stent. Evaluation of the returned protege gps was completed february 15, 2016. The protege gps delivery system was received in bio-hazardous packaging in a post deployed state with the stent. The stent was inspected and showed only one end with the tantalum markers. The end of the stent with no tantalum markers was fractured and showed elongation of the struts near the fracture face. The fracture was noted around the entire diameter of the stent. The received stent was approximately 5cm long. It should be noted according to the product labeling the stent should be 6cm long. No other portion of the stent was received. The deployment system was inspected and showed blood within the inner assembly and on the distal tip. The inner assembly was inspected and areas of compression and longitudinal creases were noted. The report of experienced resistance during removal and partial deployment has been confirmed. The returned stent was fractured and showed signs of elongation. The deployment system showed signs of stretching on the inner assembly. The instructions for use includes the following: "if resistance is felt when pulling back on the distal grip, do not force deployment. Carefully withdraw the stent system without deploying the stent&#56220;if resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit."